Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. No qualification record review was performed because no product low number was reported. The omnipod user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death," and "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises "hypoglycemia can occur when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm," and "if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance. Repeat until blood glucose is within the bg goal."

Event description:
The patient reported that he was found unresponsive in his dorm room. Emts gave him oxygen and glucose. He reported that they did not find or remove the pod as they didn't know what it was. He was hospitalized for 3 days in the ICU due to the length of time he was without oxygen. His blood glucose reached a low of 11 mg/dl.